Manufacturer narrative:
A lab analysis was performed and concluded that the locking plate could have fractured from fatigue cracking. The fatigue cracking eventually lead to an overload fracture in the remaining cross sectional area of the locking plate and the plate could not bear the imposed patient loading, which lead to an overload fracture. No material deviations in the locking plate were found during this investigation. A definitive root cause cannot be determined.

Event description:
It was reported that revision surgery was performed.